Manufacturer narrative:
Summary of investigation: there are previous complaints of this code batch, for the same issue, all closed as confirmed of which we manufactured and distributed in the market (B)(4) units. There are no units in stock in b. Braun surgical's warehouse. We have received a picture with two open and unused samples with the needle detached from the thread (the thread is still wound on the pack). Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. Conclusion root cause analysis: the most probable root cause is that the attachment of the needle was not correctly done as the samples received in previous complaints showed that the needle escaped from the thread. Final conclusion: considering that there are previous confirmed complaints for this issue, we conclude that the complaint is confirmed based on evidence of the failure observed in the samples received in previous complaints, as well as the photo showing the defective samples. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, we opened a CAPA in the system to correct/prevent this defect to happen.

Event description:
It was reported an issue with monosyn suture. The client (veterinarian) reported a needle detachment before use.